Manufacturer narrative:
Visual evaluation of propduct under 65x magnification showed no signs of physical defects.

Event description:
Bone quality at the time of implantation was type ii. Primary stability and osseointegration were not achieved. Time of loss in relation to the implantation was before prosthetic restoration.